Manufacturer narrative:
The customer contacted siemens technical support center (tsc) to report imprecise quality controls (qc) and discordant enzymatic creatinine (ecrea) results. The customer tried using fresh reagent, quality controls (qc) and calibrator but didn't resolve the issue. Ccc remotely ran service methods, which failed several methods. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned integrated multisensor technology (imt) mixer, aligned sample probe 2, reagent probes (3 & 4). The cse ran quick check and failed cuvette washer leak test. The cse replaced wash probe b valve and reran cuvette washer leak all zero's. The cse replaced reagent probes (3 & 4), aligned sample probe (2). The instrument passed a calibration and quality controls (qc). The cause of the discordant ecrea results is unknown. The instrument is currently working as specified. No further evaluation of this device is required.

Event description:
Discordant enzymatic creatinine results were obtained on patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician, who questioned them. The samples were repeated on a point of care analyzer, resulting within the expected range. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine results.